Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported right side capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, b7, d6a, h.6.

Event description:
Patient reported right side capsular contracture baker grade iii, allergy (not device related) and seroma. Device remains implanted.

Event description:
Patient reported, right side capsular contracture, baker grade iii. Allergy (not device related) and seroma. Device has been explanted.

Manufacturer narrative:
Clarification to d9: only device photos were received. Visual analysis: visual analysis of the photographs identified, capsular contracture: unable to observe, since it is not related to the device. Seroma-late: unable to observe, since it is not related to the device. Allergic reaction/hypersensitivity-delayed-ndr: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.